Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rec'd (B)(6) 2017 - right knee - an ae for pain in the right knee with a poly exchange was received. The ae is device related and serious. The ae was treated with a revision. The patient was revised, for poly failure-wear. Update (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, the medical records indicated pain and instability. A correct doi was provided. The tibial tray and femoral component are now being reported. This complaint was updated on: (B)(6) 2017.